Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare provider. The results of the MRI performed determined there was no granuloma.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n242817, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient currently receiving fentanyl (12mg/ml; dose unknown by reporter) and bupivacaine (10mg/ml; dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient had an MRI on (B)(6) 2015 to rule out a granuloma. The results of the MRI, diagnostics performed, actions/interventions taken, the cause of the event, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.